Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Investigation results: a visual examination of the returned resolution 360 clip device noted that the that the clip assembly was deployed and jammed onto the bushing. The clip prongs were not locked into the capsule. A kink was noticed in the control wire. Based on the event, the clip was used with a duodenoscope. The resolution 360 clip is designed to be compatible with gastroscopes and colonoscopes. Therefore, the most probably root cause is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report# 3005099803-2016-03659 pertains to the first resolution 360 clip device and manufacturer report# 3005099803-2016-03614 pertains to the second resolution 360 clip device. It was reported to boston scientific corporation that two resolution 360 clip devices were used during an ampullectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clips appeared to be separated from the catheter while traversing the duodenal scope bend and the clip could not open or close. The same issue occurred with the second resolution 360 clip device and the procedure was completed with a different device. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the clip assembly jammed onto the bushing; therefore, this is now an MDR reportable event.